Event description:
I had essure implanted approx 4.5 years ago. I was put under anesthesia for the initial surgery to implant the devices. I had abdominal pain, abdominal swelling, hair loss, fatigue, intense cramps during menstruation, weight gain, and other symptoms. During the confirmation procedures, I had excruciating pain. It was a pain the dr could not explain. At the first procedure (3 months post implantation), one tube was successfully blocked but not the other. Another three months later, I had the second procedure. The dr gave me valium to relax me but it did not work and again, I had excruciating pain enough for the radiology tech to come over and hold my hand. No one could explain it. The dr said this procedure was only supposed to be mildly uncomfortable. I was in tears and the radiologist could not definitely say if the other tube was blocked. He believed it was but could not say for sure. As the years went by, we had come to the conclusion it was blocked. My husband and I enjoy a healthy marriage and I had no problem conceiving my two children prior to deciding I wanted the essure sterilization. On (B)(6) 2017, three and a half years after the essure implants, I found out I was pregnant. I woke up that morning and had a nagging pain on one side. (About a 4 on the pain scale). I thought I was getting my period and went about my day. I did not have morning sickness or any other pregnancy symptoms, not then or during either of my two pregnancies. I had one symptom that day, a "pins and needles" feeling in my breasts that I only felt when pregnant or nursing. I called my ob, told them about the positive pregnancy test and pain, and went to the ER where I underwent emergency surgery for a rare cornual ectopic pregnancy. The dr said I was extremely lucky. The pregnancy had implanted to the outside of my uterus and had it ruptured. I would have succumbed in mins to what the dr called a "catastrophic abdominal bleed." Had my body not had that one symptom of the pins and needles feeling, I would have ignored the pain probably until it was too late. That terrifies me to this day. During the surgery, I had a double salpingectomy to remove both my fallopian tubes and the essure coils. I am glad they are removed and most of the symptoms have subsided. I am still struggling to lose the weight. I am glad this product has been pulled. It nearly killed me. I was sidelined for weeks.